Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights powerled 700. As it was stated, the metal particles were falling down from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights powerled 700. As it was stated, the metal particles were falling down from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. On 11th august, 2022, as communicated by getinge technician after he visited the customer on 2nd of august, indication about debris falling or flakes had not been found and confirmed on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. During the visit, getinge technician performed light service checklist and returned unit to service. While performing the investigation, and review of the risk analysis file it was established that it was impossible to duplicate the allegation during the technician¿s visit on site. Therefore, the initially considered potential risk of contamination could not be established. Getinge technician did not identify any technical deficiency with regards to the initially claimed issue of metal particles falling down from the device. Based on the information collected, it was established that when the event occurred, the surgical light did met its specification, since the initially claimed issue was not confirmed by the technician. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing customer product complaints for this type of issues we were able to establish that the incidents regarding fall off metal particles from the device are occurring at a very low ratio on powerled and hled surgical lights. According to the information provided to the record by getinge technician, fall off metal particles which had been initially claimed and reported has not found and confirmed. Based on information provided to the record by getinge technician it was impossible to duplicate the allegation during his visit on site. There was no sign of metal particles falling off the device, therefore there seems to be no possible hazardous situation that could lead to e.g. Sterile field contamination. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. The correction of b5 describe event or problem, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 15th june 2022 getinge became aware of an issue with one of our surgical lights powerled 700. As it was stated, the metal particles were falling down from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 15th june 2022, getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, the metal particles were falling down from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. On 11th august, 2022, as communicated by getinge technician after he visited the customer on 2nd of august, indication about debris falling or flakes had not been found and confirmed on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. Therefore, the initially considered potential risk of contamination can be excluded. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 component codes: others/part/component/sub-assembly term not applicable//4755. Corrected h6 component codes: no problem detected//67.

Event description:
On 15th june 2022, getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, the metal particles were falling down from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. On 11th august, 2022, as communicated by getinge technician after he visited the customer on 2nd of august, indication about debris falling or flakes had not been found and confirmed on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. Therefore, the initially considered potential risk of contamination can be excluded.